Event description:
On (B)(6) 2013 patient's daughter reported her mother went to the hospital due to her infusion device not delivering any insulin. Daughter stated the patient's blood glucose level was 1058 mg/dl when she arrived at the hospital. Daughter reported the patient was treated with an IV drip and is currently still in the hospital. Daughter stated the patient started to feel bad the night before with symptoms of vomiting. Daughter reported she was testing her blood glucose level throughout the night and was receiving the reading of hi. Daughter stated the patient would treat her blood glucose with a correction bolus; was able to self- treat with no outside assistance. Daughter reported the patient made an appointment with the doctor for the next day and when she arrived they advised her to go the hospital ER. Daughter stated the patient was admitted on (B)(6) 2013. Daughter reported the hospital ran tests when the patient was admitted and stated she had experienced a mini heart attack due to the elevated blood glucose levels. Daughter stated the patient did have slight pain in the left side of her chest but thought it was due to side effects of her heart surgery 5 years ago. Daughter reported the hospital staff attempted to put the patient back on the infusion device once her blood glucose level was brought back down to normal range of 151-190 mg/dl. Daughter stated when they put the patient back on the infusion device, her blood glucose elevated again in the mid 800 mg/dl; patient was taken off of the infusion device and placed back on the insulin drip through IV. Daughter reported the only alert the patient received was a battery low and she changed the battery. Submitted request for assistance. On follow up call on (B)(6) 2013 daughter reported the patient's blood glucose level is still fluctuating and they are meeting with a trainer today. Patient remains in the hospital and will be released once the trainer meets with her and they make the necessary adjustments to maintain the patient's blood glucose level. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy and the occlusion limits of the insulin pump were tested within the pump drive test on the diagnostic test system and meet the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: e2 (battery depleted) was found in the history list on (B)(4) 2013 and was confirmed by the customer. All programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer. The problem mentioned by the customer could not be reproduced.